Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Left colon laparoscopy - "after 1 hour of procedure, blood was flowing in the handle and along the cable surgeon had blood all over his hand." Type of intervention - "colon laparoscopy." Patient status - "na."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted some fluid ingress in the handle and shaft of the device. The device was taken apart for further inspection and engineering determined that, due to the design of the device and nature of the laparoscopic procedures, insufflation pressure allows for fluid to push through the device shaft and into the handle. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is investigating additional improvements intended to further minimize the potential for this type of incident to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.